Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received excessive no delivery alarms, even after changing several infusion sets. Customer's blood glucose was 250 mg/dl. After troubleshooting, if was found that set / reservoir was accluded. No further information provided.